Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple minimum fill notifications were received with multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin. Blood glucose level was 480mg/dl. The customer declined troubleshooting the issue with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.